Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert when attempting to charge the pump with a usb port wall outlet. The customer's blood glucose was 164 mg/dl. Reportedly, plugging the usb cable into another usb port resolved the issue.